Event description:
FDA medwatch report # mw5081573 was received at terumo medical on (B)(6) 2018. The event description states: the angio-seal did not seal the vessel. Physisician reported that the device does not feel the same with deployment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the involved angio-seal device was used after the doctor performed a right common femoral artery/superficial femoral artery (rt. Cfa/ sfa); chronic total occlusion cto (cto). A 6fr destination was placed in the left cfa for procedure. After completing the procedure, the doctor placed a 6 french sts angio-seal device, and after all steps were completed and the suture was cut, the patient still had arterial bleeding. Calcification was noted in the angiogram and the doctor was advised that the device was contraindicated for calcified cfa. There was left groin bleeding after the failed deployment of the angio-seal. The patient was in stable condition. Additional information was received november 21, 2018. The angio-seal was placed with no issues. After deployment, the suture was cut below skin level, the patient continued to bleed profusely. The doctor held 20 minutes of manual pressure. The doctor stated that the collagen did not feel like it was tamping down the way it should be. The reported blood loss was less than 250cc.